Manufacturer narrative:
The echelon-10 micro catheter was returned for analysis without the (stryker) transcend and synchro guidewires; therefore, any factors contributed by these devices could not be assessed. In addition, the model of each guidewire was not provided; therefore, compatibility could not be assessed. The echelon microcatheter was measured and found within specifications. No bends or kinks were found with the echelon-10 body. The echelon-10 micro catheter was flushed with water exiting from the distal tip. In order to remove the unknown material, the echelon-10 was dissected (cut) at approximately 147.0cm from the distal tip. A mandrel was inserted into the location where the echelon (proximal segment) was cut and the unknown material was pushed out from within the echelon-10 through the hub. The width of the unknown material was measured to be 0.55mm and the length was measured to be 1.13mm. The unknown material appears to have been rolled-up inside the microcatheter. The unknown material was un-rolled and pressed between two slides. The width of the unknown material was re-measured to be 0.50mm and the length was re-measured to be 2.90mm. The in-house mandrel was inserted into the cut proximal end of the now distal catheter segment. The in-house mandrel encountered resistance and became stuck at approximately 104.0cm from the distal tip. Upon visual inspection, an unknown material was found within the echelon-10 lumen at approximately 104.0cm from the distal tip. In order to remove the unknown material, the echelon-10 was dissected (cut) at that location and the unknown material was pushed out from within the echelon-10 lumen through the lumen. The width of the unknown material was measured to be 0.55mm and the length was measured to be 1.00mm. The unknown material was pressed between two slides. The width of the unknown material was re-measured to be 1.26mm and the length was re-measured to be 1.00mm. The in-house 0.016¿ mandrel was inserted into the cut proximal end of the now distal, third catheter segment. The in-house mandrel encountered resistance and became stuck at ~83.3cm from the distal tip. Upon visual inspection, the echelon-10 inner liner appears to be delaminated at approximately 83.3cm, 75.0cm, 71.0cm and 70.0cm from the distal tip. Upon re-examination of the now middle catheter segment, the echelon-10 inner liner appears to be delaminated, torn and missing at approximately 111.0cm from what would be the distal tip. No other anomalies were observed. The unknown materials were sent to s<(>&<)>n labs and the material for the first device was silicone, while the material for the second device was some sort of polycarbonate and polytetrafluoroethylene. The evaluation is still ongoing. Once the evaluation is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the two microcatheters had problems when advancing the guidewires through each of the microcatheter hubs. The patient was undergoing embolization of aneurysm with one microcatheter to catheterize the aneurysmal sac and another microcatheter of same make was going to be used for implantation of intracranial stent to protect the neck of the aneurysm. The patient¿s vasculature was normal in tortuosity and the diameter of the access vessel was 8mm. When the guidewires were advanced into both microcatheters, both of them failed to go through the catheter hub. The guidewires were exchanged for 2 transcend synchro guidewires, but they also failed to pass the hub. The two microcatheters were exchanged for two excelsior sl 10 microcatheters and the same two transcend synchro guidewires were able to pass through the two excelsior microcatheters with no problem. The two microcatheters with the hub issues were never used. It was noted that there was no resistance felt when inserting the microcatheters through the neuron guide catheter. There was damage noted on the neuron guide catheter. The microcatheters were flushed as indicated in the IFU (instructions for use) and the guidewires were hydrated. The guidewire tips were and microcatheter tips were not steam shaped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event occurred during an embolization procedure to treat an aneurysm. The echelon-10 micro catheter was returned for analysis. Based on the device analysis and reported information, the customer¿s report of ¿resistance at hub¿ was confirmed. An unknown material was found within the distal end of the echelon-10 hub. It is likely this material contributed to the reported event. The unknown material was analyzed using ftir (fourier transform infrared spectroscopy) and found to be polycarbonate (pc). During the device analysis, the echelon-10 inner liner was found to be delaminated with a section of the delaminated inner liner becoming inadvertently torn during insertion of an in-house mandrel. All products are 100% inspected for damages and irregularities during manufacture. Based on the engineering investigation conducted it is unlikely the echelon was delaminated during final assembly and quality inspection; however, the root cause could not be determined. No corrective action for the delamination is required at this time as the root cause could not be determined. If information is provided in the future, a supplemental report will be issued.